Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hand plating procedure on (B)(6) 2004. Subsequently, a revision procedure has been indicated due to tendon damage from the plate; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a hand plating procedure on (B)(6), 2004. Subsequently, the patient was revised (B)(6), 2015 due to tendon damage from the plate. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.